Event description:
During preparation of the device for a cardiopulmonary bypass procedure, the user reported that the pump tongue broke while attempting to occlude roller pump. As a result, an alternate device was employed. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the patient. Investigation in process, but not yet completed.